Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Nearly choked [choking sensation]. Part of brush head came off, came apart [device breakage]. Consumer contacted via phone and stated that a part of a brush head came off while she was using it; the first one was fine but the second came apart. No serious injury was reported.